Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Root cause: the evaluation of the returned disposable indicated that there were no defects or misassemblies with the disposable kit. There was no data that indicated that the kit was loaded incorrectly.

Manufacturer narrative:
Investigation: the trima set was returned for investigation. Visual inspection confirmed the set was assembled correctly with no kinks, occlusions or missing clamps. Flow of solution was observed through the lrs chamber. There were no signs of damage to the channel and there were no witness marks on the loop assembly which suggested the set was loaded correctly. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this event. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. The run data file analysis did not show a conclusive root cause for the higher- than-expected wbc content in the platelet product reported for this collection. However, it is possible, though not conclusive, that wbcs may have exited the lrs chamber toward the end of the procedure. Based on the available information, it is possible that this leukoreduction failure may be donor related.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Terumo bct is awaiting return of the disposable set for evaluation.